Manufacturer narrative:
The downloaded data from the returned device showed an 0x1c alarm, indicating the pod reached its 80 hour limit of operation. No bends, kinks, or damages that would inhibit the pod's ability to deliver insulin were observed in the soft cannula. The data showed no irregularities during operation that would inhibit the pod's ability to produce insulin. The needle was inspected under magnification and the needle tip was observed to be dull and squared off.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 15.8 mmol/l (284.4 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.